Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose and pneumonia around on (B)(6) 2021 with blood glucose of 36 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller mentioned the customer suffered from both high and low blood glucose prior to passing. Troubleshooting was not completed as the customer later passed away. The insulin pump will not be returned for analysis.